Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus australia, omsc surmised there was the possibility this phenomenon was attributed to some abnormal controls due to the print circuit board failure. And since the similar malfunction have not occurred frequency, the print circuit board failure might had been occurred by the accidental parts failure. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the touch panel and display of the subject device didn't displayed and became black screen when the power switch was turned on during the maintenance by olympus (B)(4). At the incoming inspection for the repair, olympus (B)(4) could duplicated the reported phenomenon and found the print circuit board failure. The other detailed information was not provided. There was no report of patient injury associated with this event.